Event description:
A polyp was removed. There was a large visible vessel at the polypectomy site. An olympus endoclip was placed to prevent bleeding. The first clip that was placed dislodged and went into the hole of the polypectomy site. A second clip was then placed. The next day it was found that the first clip had caused a perforation of the colon requiring surgery and colostomy. The pt then developed sepsis and ards requiring prolonged ICU admission involving tracheostomy and feeding tube placement.